Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery (rca). A 3.5x 20mm trek rx balloon dilatation catheter (bdc) was inflated once to 12 atmospheres to dilate the lesion; however, after negative pressure was applied for 10-12 seconds, the balloon was noted to only partially deflate. The bdc was removed as a single unit along with the guidewire and guiding catheter. During removal a tear in the balloon was noted; however, all components were noted to be removed from the anatomy. Resistance was met while removing the rx trek from the guiding catheter. An unknown stent was then deployed to complete the procedure. There were no adverse patient effects nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery (rca). A 3.5x 20mm trek rx balloon dilatation catheter (bdc) was inflated once to 12 atmospheres to dilate the lesion; however, after negative pressure was applied for 10-12 seconds, the balloon was noted to only partially deflate. The bdc was removed as a single unit along with the guidewire and guiding catheter. During removal a tear in the balloon was noted; however, all components were noted to be removed from the anatomy. Resistance was met while removing the rx trek from the guiding catheter. An unknown stent was then deployed to complete the procedure. There were no adverse patient effects nor clinical delay reported. Subsequent to the initially filed report, the device was received and the returned device analysis revealed that the outer member was separated at the proximal end of the mid lap seal, and the inner member was separated 3mm distal to the distal end of the guide wire exit notch. The account was not aware of the noted separations. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported deflation issue and difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. In this case, it is likely that the balloon interacted with the guiding catheter during removal as the balloon would not fully deflate, resulting in the reported difficulty removing the device. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code 4008 removed.